Event description:
It was reported the patient had a syncopal episode and it was found the ventricular lead showed high thresholds and impedances and low sensing values. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.